Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foreign materials were found. This issue was found during incoming inspection. Update oct 6, 2017 -- product follow-up determined that the foreign material was inside the sterile packaging. Reportability decision modified. Complaint updated on : oct 20, 2017.

Manufacturer narrative:
Examination of the returned product packaging identified the item conforms to specification. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.